Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported intermittent loss of video and the latch pigtail paddle was broken. The customer had decided to replace the pigtail instead of sending it in to olympus for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, intermittent loss of video and the latch pigtail paddle was broken on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the intermittent loss of video could not be determined. Olympus will continue to monitor field performance for this device.